Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was selected for use; however, during unpacking, it was noticed that the two distal stent struts were partially expanded and looked corrugated. It was attempted to pass the stent however, it did not navigate well through the catheter nor through the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.